Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Prior to device upgrade, the field representative was able to check the measurement and found out that it was 3.3 volts @ 1.0 millisecond. Furthermore, the physician did not know the cause of the increased threshold and opted to surgically abandoned this lead and replaced with a new lead. No additional adverse patient effects were reported.